Event description:
This complaint is being reported based on product analysis findings on (B)(6) 2012.

Manufacturer narrative:
Recall status report - 2531779-03/24/2010-003-r. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2012: the pump was returned for investigation and evaluation revealed a force sensor issue that had not been reported by the user. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed partially dislodged force sensor pins. The force sensor calibration was within specifications. Unrelated to the force sensor issue, evaluation revealed a torn keypad and an intermittently responsive contrast button with contamination under the button. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.